Event description:
It was reported that a customer experienced a severe low blood sugar level which required emergency medical services and an emergency room (ER) visit. Cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.